Manufacturer narrative:
Labeled for single use: should state no.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that during an intervention on (B)(6) 2016, the monitor screen froze. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.